Manufacturer narrative:
The service engineer (se) was unable to duplicate the reported issue. The service engineer did find the air flow sensor test failed and installed a new air flow sensor to correct the problem. The se performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Event description:
It was reported while in use on a patient an 840 ventilator alarmed as the patient circuit got disconnected. The patient was reported to have de-saturated and was ambu bagged. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Product analysis: an inspiratory flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found.